Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device had a monitoring voltage of 3.13 volts prior to implant. The caller noted that the device was interrogated for an attempted implant about two weeks ago. A boston scientific technical services (ts) consultant recommended not implanting the device and also discussed disabling the radio frequency (rf) capability in boxed devices.